Event description:
The patient fell and felt stimulation sensation in his arm afterwards. The stimulation contributed to control his symptoms. The patient was seen by his hcp, who successfully reprogrammed his device. The hcp reported that the patient had experienced lack of effect. The hcp reported the patient outcome as 'no injury.'